Manufacturer narrative:
As this event occurred while ports were being placed and the da vinci system was not yet docked to the patient, this procedure was not captured in the system logs. The following investigations could not be performed: event verification, system/instrument log review.

Event description:
It was reported that while placing ports for a da vinci-assisted benign total hysterectomy, a 12mm airseal trocar was inserted at the midaxillary line on the patient's right side; the trocar injured the ascending colon. Bleeding was observed from the abdominal wall and the surgeon converted to open. The amount of blood lost is unknown, but no blood transfusions were administered. The intestinal injury was resolved while open via unknown means. The procedure was completed open without further complications. The patient did not experience any post-operative complications. The patient was discharged on post-operative day 25. The patient was hospitalization was extended from one week, to three weeks. The surgeon does not think a da vinci product caused or contributed to this event. The surgeon said this event was caused by the port being placed in a poorly lit field of vision. There are no images or videos available for this event.